Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator possibly early. Also reported was left ventricular (lv) lead high threshold. The device was explanted and replaced. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk implantable cardioverter defibrillator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2007. (B)(4).